Manufacturer narrative:
This complaint is being retracted as there were no issues with device during deployment. During procedure, patient moved, causing loss of device purchase. The physician stated the device was not at fault. Patient was not harmed during this treatment. H6 - code 4311: during procedure, the device deployed as intended until the patient moved. Because of the patient¿s movement the device was no longer in the correct location so the physician decided to remove the device rather than attempt to continue deployment. It was determined this complaint was not reportable as device deployed as intended, was removed since deployment could not be continued. Patient did not experience any adverse consequences.

Manufacturer narrative:
Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. Review of device manufacturing record history confirmed device met pre-release specifications. Specimen was returned; conclusion is not yet available as evaluation is currently in progress.

Event description:
The following was reported to gore: during a popliteal aneurysm endovascular procedure, a gore® viabahn® endoprosthesis with heparin bioactive surface (device) was advanced through a cook 7fr sheath over a .018 steelcore wire. The device was delivered to the target treatment and deployment was initiated. As device started to expand at the distal end, the patient suddenly moved, causing the device to lose purchase in the aneurysm. The slightly expanded device was able to be pulled back into the sheath and was removed from the patient with no issues. The procedure ended with no device placement. The patient did not experience any adverse consequences. As reported, physician stated there were no issues with the device.